Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material could not be identified. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, eventually resulting in humidity invading the lg lens which led to corrosion. Therefore, root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps control lever did not move smoothly, the grip was discolored, the air/water cylinder was discolored, the suction cylinder was discolored, the switch box had a scratch, the right/left knob was discolored, the up/down knob was discolored, the light guide cover glass was damaged, the electrical connector had corrosion due to water leakage, water tightness was lost due to damage on the channel tube, water tightness was lost due to a scratch on the bending section rubber, the forceps don't rise due to damage to the elevator wire, the connecting tube was buckling, the distal end cover had foreign material, the adhesive around the light guide lens had discoloration, the adhesive around the objective lens had discoloration, the light guide lens was dirty, the distal end was shaved, there was corrosion around the l-arm, the forceps elevator had foreign material, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had a defective albaran lever. The issue was found during reprocessing. Inspection and testing of the returned device found foreign material at the forceps raiser and the light guide lens was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.